Event description:
It was reported that the wake button requires multiple, forceful presses to activate display. The customer's blood glucose level was between 54-500 mg/dl. Reportedly, the customer will continue to use current pump, and has manual injections available for insulin therapy.